Event description:
Pt 74 yr old with severe cad went in for CABG + avr. During surgery, pt was unstable, unable to get him off bypass. Attempts x2 to insert 40cc co (9.5fr.) Balloon. Both balloons felt to be defective by or staff, in 2 hrs apparent blood in balloon. Pt did expire but not because of balloon malfunction. Met with co rep. Who explained that the way the balloon is pkgd., i.e., folded, it makes "channels & the blood naturally travels back along these parallel folds to the balloon/catheter junction. This may be perceived as a "balloon leak". This is what facility thinks occurred but the mfg is checking both balloons to find out.